Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and 'flexor kinked/ stretched/ broken/ compressed'. Dysfunction on the releasing system of the stent, it didn't release itself from the support because the trigger of the gun didn't actioned the releasing system despite the right mechanism of the trigger. The stent has been removed without being released, patient still alive, no complication.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: ((B)(4). Importer site establishment registration number: (B)(4). Device evaluation: the evo-10-11-8-b device of lot number: c1396426 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 08th august 2019. Flexor was found to be broken beside the shuttle cap. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number: c1396426 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot#: c1396426; upon review of complaints this failure mode has not occurred previously with this lot#: c1396426. The instructions for use which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path. Its possible that during deployment tortuous path may have caused a build-up of pressure resulting in the flexor break. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿deployment issue that results in the exposed stent removed from the patient with the delivery system¿ and 'flexor kinked/ stretched/ broken/ compressed'. Dysfunction on the releasing system of the stent, it didn't release itself from the support because the trigger of the gun didn't actioned the releasing system despite the right mechanism of the trigger. The stent has been removed without being released, patient still alive, no complication.